Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Mpj joystick would not power up due to burnt components on circuit board.